Event description:
Baxter australia reports the end of the transfer set separated while pt was draining. Noted during use. The transfer set had been used for 4.5 months. No pt injury or medical intervention reported.